Event description:
Customer contacted haemonetics on (B)(6), 2009, reporting the disk ruptured and an odor is now emanating from their caridiopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6), 2009, reporting the disk ruptured and an odor is now emanating from their caridiopat machine. No injury or reaction was reported. Eval of the returned device confirmed a blood spill occurred. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).